Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two (2) reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that reload 1 had a full staple complement. Reload 1 was applied to test media with proper transection and staple formation. Visual examination of reload 2 noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the interlock was overridden and reload 2 was then applied to test media, and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Based on the product analysis, the failure was confirmed to be attributed to the reported event.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reloads did not fire with the devices while on tissue. There was no reported patient injury or adverse event.